Event description:
Customer reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. This shutdown resulted in the customer's blood glucose level rising to 600 mg/dl. The customer took corrective action by administering a correction bolus via the pump. The customer continued to use the pump for insulin therapy.